Event description:
It was reported that there was a lead warning for high bipolar impedance with increased capture threshold. The patient was seen in the clinic and the lead was reprogrammed to unipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.